Event description:
Report received of a tubing separation. The customer reported that when the tubing set was removed from the package, the "cair" clamp fell to the floor and the tubing was noted to be separated below the upper y-site. There was no reported delay in critical therapy. Though requested, no add'l info was available.